Event description:
It was reported that the ventilator had an issue during using in mode. No more information was available. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator had an issue during using in mode. The only information provided was that the customer had installed the patient circuit incorrectly. No further issues has been reported. No logs were received and no parts were replaced for investigation. Therefore, the root cause for the reported problem could not be determined.

Event description:
Manufacturers ref: # (B)(4).